Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tan yunli and wang yanchun. Clinical observation of common posterior chamber intraocular lens suspension. Journal of bingtuan medicine, march 2013, vol 35, no. 1. (B)(4).

Event description:
A literature article reported that following intraocular lens (iol) ciliary sulcus suture suspension procedure three patients had transient ocular hypertension. The event improved after intravenous injection of 20% mannitol and other treatment for 1 ~ 2 days.